Manufacturer narrative:
Concomitant products continued: 310c27 mitral valve, implanted (B)(6) 2011. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was premature battery depletion. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No patient complications have been reported as a result of this event.